Manufacturer narrative:
Film evaluation results are: the cause of the retrograde type a dissection could not be determined from the limited films provided. Pre-implant anatomy and films were not provided, a complete assessment of the treated type b dissection could not be performed, and additional images during and post-implant were not available for review. Analysis of the returned films did not reveal any characteristics that could explain the reported event. The amount of stent graft oversizing is unknown, and no obvious stent graft issues were observed. It is possible that this was patient related; implanting for a patient with a pre-existing dissection. It is unclear if implanting a closed web proximal device (not following the IFU) may have contributed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 100 mm in length thoracic aortic type b dissection. It was reported that, approximately one month post index procedure the patient presented emergently with a retrograde type a dissection. The physician elected to perform open surgery and replacement of the ascending aorta. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.